Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2012 and absorbable staples were used to fixate the mesh. Twenty days post operatively, the patient experienced severe inflammation due to the foreign body mesh and developed an recurrent incisional hernia. The patient underwent a reoperation on (B)(6) 2012. During the reoperation, it was noted that there was no integration of the mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02567. The same patient is represented in each medwatch.